Event description:
It was reported by service report that the retaining post assembly broke off of the cot. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pin bracket.